Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The non-totally occluded, 60mmx3.0mm, concentric, de novo target lesion was located in the non-tortuous and severely calcified right coronary artery. After a 6f non-boston scientific (bsc) guide catheter was engaged and a 0.014 non-bsc guidewire was crossed the lesion, a 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The non-totally occluded, 60mmx3.0mm, concentric, de novo target lesion was located in the non-tortuous and severely calcified right coronary artery. After a 6f non-boston scientific (bsc) guide catheter was engaged and a 0.014 non-bsc guidewire was crossed the lesion, a 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the device was simply removed.